Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2010; 5019 adaptor, implanted: (B)(6) 2014; dtba1d4 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon accidentally cut the right ventricular (rv) lead during the implant of a left ventricular assist device (lvad). An additional procedure has been scheduled to address the damaged rv lead, and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead was capped. The patient is a participant in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.